Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that there were difficulties with recharging the ins. The ins cannot be found by the patient controller and there were different error messages on the patient controller. The patient received two replacements for the external devices in the past but the problems remain the same. Patient is 86 and can give no detailed information regarding the error messages. The patient's health care provider (hcp) advised the patient to contact medtronic. It was not possible to troubleshoot the situation by phone.

Manufacturer narrative:
H6: codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient had a follow-up appointment directly in the outpatient clinic at the magdeburg clinic on 2025-mar-28, hcp information confirmed. The patient had received 2x new rechargers by this date. The problem, however, was due to the defective controller. This was immediately sent to the patient. According to telephone feedback from the patient, everything now works. Unfortunately, the rep cannot provide further information on the implant date and serial number of the ins because the controller was defective and after repair the reports were gone. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.